Event description:
Medtronic received information that prior to the implant of this 29mm transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 18 mm balloon. The patient was rapid paced during the pre-bav. The valve was deployed using the cusp overlap technique, the valve dislodged prior to the initial deployment to 80%. The valve was recaptured into the delivery catheter system (dcs). During the second deployment, an attempt was made to check the depth at 80% deployment; however an infold of the valve frame was confirmed. The valve was recaptured into the dcs and withdrawn from the patient. The valve was replaced. Subsequently, a new valve was placed without issues. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-29us, serial#: (B)(6), ubd: 22-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.